Event description:
It was reported that the blade started shredding metal pieces as the shaver went into the knee.

Manufacturer narrative:
Additional information will be provided once investigation has been completed.